Event description:
A distributor contacted heartsine to report that a customer¿s device was not emitting audio prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Upon receipt, the battery terminal side locator pin of the returned pad-pak was missing and had broken off. The customer reported they were initially unable to power on the device. This may suggest the locator pin had previously been bent, which impeded electrical connection to the device, before breaking off entirely. It is reasonable to conclude that the likely cause of the reported issue was due to a damaged locator pin on the pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device. Corrected: b5 and device code. The initial report noted that the customer reported no audio prompts. This was incorrect due to a translation error.

Event description:
A distrbutor contacted heartsine to report that a customer¿s device was not powering on. Failure to power on device may prevent or delay defibrillation, which could cause an adverse event. There was no report of patient use associated to the reported event.